Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4)) lcd screen was blank and makes clicking sounds was confirmed during functional testing. The root cause of the reported complaint was due to a defective processor board (pca), likely due to the aging of the device. The autopulse platform was manufactured in march 2016 and is 6 years old, past its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed the patient head restraint wires were cut. The patient head restraint wires could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The root cause of the cut wires was due to user mishandling. The top cover needs to be replaced to address the issue. Also, some of the screws are missing from the platform's front enclosure and the bottom enclosure has a broken edge near to lifeband channel, likely due to user mishandling. The front and bottom enclosures needs to be replaced to address these observed issues. The platform's archive data could not be downloaded due to the defective processor board (pca), unrelated to the reported complaint. The platform failed the initialization (power-on-self-test) and the lcd displayed a blank screen, thus confirming the reported complaint. The processor board (pca) needs to be replaced to remedy the fault. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. In addition, unrelated to the reported complaint, observed traces of contamination on the board, dust/debris on the drivetrain motor assembly and the fan, likely due to the aging of the device. Zoll service personnel needs to performed bio-cleaning to address the observed contamination. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) lcd is blank and unreadable when powered on, it just makes repeated clicking sounds. No patient involvement.